Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e 15.8 mg there were air bubbles in the gel. This event occurred 30 times. The following information was provided by the initial reporter. The customer stated: "when opening the package, gel air bubbles were found in the tube."

Manufacturer narrative:
H6: investigation summary bd had not received samples, but one photos were provided for investigation. The photos were reviewed and the indicated failure mode for gel air bubbles was observed. Additionally, 90 retention samples from bd inventory were evaluated by visual examination and the issue of gel air bubbles was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel air bubbles. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e 15.8 mg there were air bubbles in the gel. This event occurred 30 times. The following information was provided by the initial reporter. The customer stated: "when opening the package, gel air bubbles were found in the tube."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.